Event description:
Even though the device is programmed in aaisafer mode, the pacemaker continues to switch to ddd mode despite a proper av conduction. The device remains implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (date nov 6, 2009), ela is filing this MDR at this time. (B) (4): mode switch. Review of the electronic data and files rec'd. Results (other): the root cause of the data alteration cannot be identified with certainty but the most probably cause would be a soft error or a source of interference. Conclusions (other): the device was re-initialized and restored normal behaviour. The device can remain implanted. (B) (4). Conclusion: the root cause of the data alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this alteration (such as a strong interference, medical environment...). The goal of device re-initialization performed on 15 april 2009 was to restore data complete normal behavior. Nevertheless, normal device operation will have to be confirmed during next pt follow-up. No further action will be needed after that follow up and normal follow up interval would apply.